Event description:
It was reported that the electrosurgical knife tip fell off into the stomach during an upper gastrointestinal therapeutic procedure. The doctor decided not to retrieve the fallen piece and completed the procedure with another electrosurgical knife. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be related to spark discharge between the tissue and the electrode during output activation. This may have been due to the high-frequency output being set too high, the use of the electrosurgical unit in coagulation mode, or the output activation time being too long. The high heat caused by the spark discharge could have locally applied to the tip and the electrode, causing the adhesive strength of the agent affixing the cutting knife and the tip to decrease. Subsequently, a force applied to perform tissue incision could have caused the tip to detach due to the reduced adhesive strength. However, the exact cause of the spark discharge generation could not be identified, and thus the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps. Aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform has to be used, minimize the duration of current application. Electrosurgical unit: voltage intensities of various waveforms. Soft coagulation < cut / pulse cut < forced coagulation. Olympus will continue to monitor field performance for this device.